Event description:
During a check-out procedure at the manufacturer's service center, a ventilator service required alarm occurred. There was no harm or injury reported. The device's oxygen blending module board needs to be replaced to address the issue.